Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an overall degradation of the device due to wear and tear could be the reason of the multiple malfunctions identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid scope exhibited multiple issues: endoscope body was crooked, component failure of the insertion tube, and the blue ring on the eyepiece section was loose. There was no patient involvement.